Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer, 4.1 not detected on bus. A field service engineer inspected the device and verified the issue, found retractor band damaged and then fse replaced the damaged retractor band, and the drawer was still not detected, fse swapped mother of all boards 4.1 with 4.2 but 4.1 still not detected on bus. Then fse replaced the pyxibus controller board. Customer recovered successfully and tested by logging in and inventorying meds on drawer 4.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.